Manufacturer narrative:
Neither the device not films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by the patient that she underwent a sacral-iliac fixation and fusion, using rhbmp-2/acs. Three surgical interventions were previously required to remove bony overgrowth post-op. Per the patient, she continues to have heterotopic bone growth as of 13 months post-op, and a fourth revision surgery was performed to remove additional bony growth.